Manufacturer narrative:
(B)(4).

Event description:
Multiple pump motor stalls and subsequent "low battery reset" messages were noted in the pump logs. The pump was in "safe state." The patient experienced flu-like symptoms. A pump replacement was planned. The medication used in the pump was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.